Event description:
At 12:08 pm, customer's bg was 342 mg/dl. She bolused 22 units. A little more than 2 hours later, her bg remained about the same. She bolused 3.95 units. At about 4 pm, her bg was 391 mg/dl; bolused 13 units. At 10 to 5 pm, her bg was 293 mg/dl; bolused 4.8 units. At 9:25 pm, her bg was within normal range at 205 mg/dl. The pod was deactivated and returned for evaluation.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detected. An air bubble, equivalent to 7 units of insulin in size, was found in the device's insulin reservoir. This typically occurs, due to the customer injecting air during the fill process, rather than a manufacturing process issue or product defect. User error is confirmed as having caused the pod to fail to perform its essential function. The omnipod's user guide instructs users on proper filling technique and warns to, "never inject air into the fill port. Doing so, may result in unintended or interrupted insulin delivery." Interrupted insulin delivery has the potential to result in high blood glucose levels. Product lot qualification records were reviewed and found to have met all acceptance criteria.